Event description:
It was reported that a user¿s ilet-integrated freestyle libre 3 plus continuous glucose monitor failed to pair and connect, generating intermittent communication issues between the cgm and the ilet; after unsuccessful attempts to rescan and restart, the user applied a new sensor that activated successfully, indicating a pairing failure and implicating the cgm¿s electrical/magnetic component, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.